Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One used 6 fr angio-seal vip device was returned for evaluation. The plastic header bag was returned along with the device. No other accessory components were returned for analysis. Visual inspection revealed the hemostasis sheath was properly mated with the deployment sleeve. The deployment sleeve was in the rear lock position with the color bands fully exposed. The collagen was found at the distal end of the fully exposed tamping tube. Both the clear and the black compaction markers were fully visible from the carrier tube assembly. Under microscopy, the anchor could not be observed within the knot. No other anomalies were noted. IFU states: " once hemostasis is achieved do not tamp to intentionally go beyond the distal end of the black compaction marker" there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was over tamped. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional - requested, not provided. Occupation - requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device snapped during placement. Additional information was received on (B)(6) 2019. The angio-seal deployed, however, when applying tension to the string the whole collagen plug and anchor came out. There were no pieces remaining in the patient. This event did not significantly delay the completion of the procedure. Patient was treated as expected, femoral hemostasis was achieved by manual compression. The patient was treated as expected. A 6fr sheath was used. A pre-deployment angiogram was performed. Additional information was received on (B)(6) 2019. The procedure being performed was a cardiac diagnostic angiogram.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.